Event description:
Per surgeon's notes: after appropriate preoperative workup was performed and after informed consent was obtained from the patient, he was taken to the operating room and placed in the supine position. A timeout was completed verifying correct patient, site and operative procedure. General endotracheal tube anesthesia was administered. An arterial line and a foley catheter were placed. Bronchoscopy was initially performed. All pressure points were adequately protected and padded. The entire left chest was then prepped and draped in the usual sterile fashion. Wedge resection was then initiated. When it was time to use the endogia stapler, the handle did not close/ clip the staple. The team had to open another staple handle in order to use the staple clip (reload). The procedure was completed without any further incident. No patient harm. Manufacturer response for staple, implantable, endo gia ultra (per site reporter) field med representative was informed by or supervisor and he will come and pick up the device in the near future.